Manufacturer narrative:
User reported discrepancies between bg and sg readings. Upon review of the examples provided by the user and the sensor data available in the data management system (dms), escalation analysis indicated that there was some variability in the sensor values that could be attributed to the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. Customer care recommended that the user re-link their sensor to allow the system to reinitialize and converge faster. Further follow-up or investigation was not possible as the user remained unresponsive to multiple communication attempts.

Event description:
On may 11th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.